Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has a system for off-label use. Device 1 of 4. Reference MFR report #: 1627487-2015-07360, 1627487-2015-07361 and 1627487-2015-07362. It was reported, the patient had a seizure following a permanent implant procedure on (B)(6) 2015. The seizure lasted for less than 5 minutes. The patient then was sent to ICU for observation and was discharged from the hospital on (B)(6) 2015. Follow-up revealed the patient's stimulation has been turned on without any issue.